Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a patient who was recently implanted a few weeks ago insists that they were getting "interference" with their battery. Their mobile phones cause the device to vibrate and their partners disability scooter cause a power surge. The patient was told that there was no possibility of interference from these but insisted that this was happening. No further complications were reported/anticipated.